Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') product specialist that the airway temperature of an rt200 adult breathing circuit did not rise above 27 degrees. The problem was resolved when the breathing circuit was changed out. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and the expiratory tubes of an rt200 adult breathing circuit was tested using a multimeter. Results: the electrical resistance of the heater wires in both tubes failed to meet the given product test specifications. A lot check was performed as no lot information had been provided. Conclusion: a high electrical resistance of the heater wire is usually detected by a heater wire alarm or failure of the tube to heat. This is often associated with improper crimping of the heater wire during production. (B)(4).